Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak discovered in association with a pd treatment. There was first an air detected in cassette warning that occurred in drain 2 of 3 (951ml of 1504ml). The fresenius technical support representative stated that patient confirmed connections were tight, patient line and drain line clamps were open and cones were broken, yet alarm reoccurred. The patient was advised by technical support to cancel treatment after being unable to clear message and to refer to pd nurse regarding incomplete treatment. In a follow up call, the patient explained that when the cassette was removed to reset up with new supplies, there was fluid leaking from a hole in the cassette. The patient said there was no harm or adverse event associated with the fluid leak. The patient is using the same cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak discovered in association with a pd treatment. There was first an air detected in cassette warning that occurred in drain 2 of 3 (951ml of 1504ml). The fresenius technical support representative stated that patient confirmed connections were tight, patient line and drain line clamps were open and cones were broken, yet alarm reoccurred. The patient was advised by technical support to cancel treatment after being unable to clear message and to refer to pd nurse regarding incomplete treatment. In a follow up call, the patient explained that when the cassette was removed to reset up with new supplies, there was fluid leaking from a hole in the cassette. The patient said there was no harm or adverse event associated with the fluid leak. The patient is using the same cycler.